Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient they could feel in their legs that they needed a battery change. The patient stated their battery life was 'gone'. Follow-up revealed the patient is non-compliant and has not been seen since implant. The device remains in use. No further patient complications have been reported as a result of this event.